Event description:
The complainant reported that during prepping for impella cp placement and when flushing the pump, no liquid came out and there was an error message. The purge cassette was changed but the same problem occurred. The cassette was exchanged again and the console, but the issue was not resolved. Another new console and a new purge cassette were used and this is worked successfully. The detailed examination afterwards revealed that both consoles were heavily stuck to the wheel of the purge cassette. After intensive cleaning and retesting, the error could not be reproduced. The fault was therefore rectified. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The medical safety officer reviewed and determined the following: review of the automated impella controller (aic) at bedside demonstrated that "heavily clogged with glucose that the conveyor wheel could not run." Cleaning these conveyor wheels resulted in the operation of the aics. These acts were performed prior to start of support and did not contribute to the outcome of the patient's demise. The demise outcome is captured under manufacture device report 1220648-2025-31630 for impella cp pump.

Manufacturer narrative:
D.4. Serial number and unique identifier (UDI) number was erroneously entered on the initial manufacturer device report number 1220648-2025-30862. H.5. Was erroneously selected on the initial manufacturer device report number 1220648-2025-30862. H.6. Was erroneously selected on the initial manufacturer device report number 1220648-2025-30862.

Manufacturer narrative:
The investigation for the reported issue has been completed. Analysis: on the complaint date of 7/18, uninitiated pump 608100 is connected to (B)(6). Even before the pump is connected, there are purge fluid not detected errors received by the user at which point the user reboots (B)(6). During this time, there is no purge pressure despite the purge flow ticks incrementing, which is what triggered the error to the user. The console is booted back up with the purge cassette connected but no pump is connected. This was all performed with purge cassette sn(B)(6). Pump 608100 is moved over to (B)(6) still with cassette (B)(6) and got the same purge fluid not detected error with very low purge pressure. New cassette (B)(6) is inserted but the purge fluid not detected error remained. There was an alleged third console used which did not malfunction but its serial number could not be determined. Analysis and testing of both purge cassettes did not indicate any malfunction and showed no evidence of contamination. Root cause: the cause of the purge fluid not detected errors was most likely use-related.